Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing an increased frequency of elevated blood glucose (bg), with the most recent one being over 500mg/dl with ketones and vomiting. The reporter stated that the patient started on the pump on (B)(6) 2013 and bgs were around 150mg/dl but that on (B)(6) 2013 the patient¿s bgs began to elevate. The reporter stated that elevated bgs were being treated with boluses from the pump and with correction injections. The reporter stated that bg does not always come down with boluses or injections. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. There was no pump defect found on troubleshooting. The reporter noted that the patient was going through a growth spurt and ¿eating constantly.¿ although there was no pump defect found, this complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The meter and pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated in the evaluation. Review of black box data found that the available date range did not cover the complaint date due to continued customer use. Review of available date range showed that the total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. A rewind/prime sequence was performed on a test pump and a test cartridge with 100 units of insulin.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.